Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 with a high blood glucose level of over 900 mg/dl. Customer was wearing the pump at the time of 911 call. The customer states that they felt symptoms of vomiting, dizziness. The customer was treated for their blood glucose with IV but felt symptoms of low blood glucose levels of 43 mg/dl at the hospital. The customer was then treated with orange juice. It is unknown what caused the fluctuating blood glucose levels. The customer declined troubleshooting the issue. The customer declined troubleshooting the issue.